Event description:
Renal transplant completed. All indicators are that the procedure went well. The patient was discharged four days later. Two days after discharged, patient presented to ed (emergency department). Dx (diagnosis) with hemorrhage. It is believed that a suture either tore or became defective leading to a significant bleed culminating in demise.